Event description:
This customer reported that when using this defibrillator in the AED mode, artifact prevented interpretation of the rhythm. There was no negative impact to the pt. The users switched to a different defibrillator to treat the pt.

Manufacturer narrative:
(B)(4). This customer reported that when using this defibrillator in the AED mode, artifact prevented interpretation of the rhythm. There was no negative impact to the pt. The users switched to a different defibrillator to treat the pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.